Event description:
A report was received that patient's leads were replaced and/or repositioned. No additional information is available at this time.

Event description:
A report was received that patient's leads were replaced and/or repositioned. No additional information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-9004-35 serial # (B)(4) description: precision connector m1, 35cm a good faith effort was made to obtain additional information regarding the procedure without success. A review of the manufacturing documentation for the m1 connectors revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Expiration date = no information